Manufacturer narrative:
Product type: 0191-extension; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that in december of 2022, they discovered that the extension down their neck was exposed. As a result, they had their dbs system explanted. The patient mentioned that they have no intention of getting another dbs system because their lifestyle has changed (they are retired and no longer have to write). Agent did not ask about the circumstances that led to the reported issue.